Manufacturer narrative:
(B)(4). Concomitant medical products: 010000663, g7 pps ltd acet shell 52e, 7085907. 00625006530, bone scr 6.5x30 self-tap, j7146596. 650-0661, delta ceramic fem hd 36/0mm, 3035189. 192108, echo por fmrl lat nc 8x120mm, 377850. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip closed reduction approximately 21 days post implantation due to dislocation. The patient was sitting in a recliner, reached forward to pull up right sock causing external rotation and dislocated. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 complaint confirmed via medical records and radiographs reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to the patient failing to follow medical advice and bending forward with external rotation that caused the hip to dislocate. It was noted the physician had to remind the patient again about hip positioning precautions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.